Event description:
Medtronic received a report that the pipeline prematurely detached. The reported device and accessory devices were prepared as indicated in the instruction for use (IFU). The patient was being treated for a ruptured cavernous segment of right ica with a saccular morphology. Aneurysm dimensions: max diameter 2,5 mm, neck diameter 4 mm. Landing zone: distal 3.9 mm and proximal 4.50 mm. The patient¿s vessel tortuosity was moderate. The access vessel was the right ica (5.5 mm). While deploying 3-4 mm distal segment of pipeline vantage the tip coil of delivery wire gets detached and flew into mca. Then the device was resheathed with phenom and withdrawn phenom along with device. Post procedure removed device from phenom. There was no friction or difficulty during injection. The tip coil of pipeline vantage remained in the patient¿s brain. There was force applied during removal. The catheter tip was entrapped/stuck. There was no vasospasm. There were no any surgical or medicinal interventions required. Dapt (dual antiplatelet treatment) was administered. Another pipeline was deployed but the tip coil of the delivery wire remained in patient. There were no patient symptoms or complications associated with this event.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information received that the distal part of pusher wire broken and remained in patients body. The pushwire was broken. The catheter did not break. The catheter tip was not entrapped/stuck. No portion of the catheter remained in the patient's body; the pusher wire tip coil broken and remained in patients brain.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Product analysis: as found condition: the pipeline vantage and phenom 27 catheter were returned within the inner pouches and outer cartons inside a sealed bio-hazard bag and a shipping box. Damage location details: the distal pushwire was separated proximal to dps sleeves. The tip coil and dps sleeves were not returned as they remained in the patient. The distal hypotube and ptfe shrink tubing were intact, with no signs of elongation. The distal and proximal ends of the braid were opened and frayed. No bend was observed on the pushwire. No defects were found with the re-sheathing marker, advanced resheathing mechanism, or proximal bumper. Testing/analysis: na. Conclusion: based on the returned devices, the customer complaint was confirmed as the returned pushwire was separated proximal to the dps sleeves. The broken end failed via torsional overload. Additionally, from the damages seen on the catheter (flattening, kinking), braid (fraying), and pushwire (separating), it appears there was a high force used. These damages may have occurred when the customer attempted to resheath the pipeline vantage through the catheter against resistance. Possible resistance causes include vessel tortuosity and lack of continuous flush during delivery. The customer reported that the vessel tortuosity was moderate, ruling out vessel tortuosity as a potential cause. The lack of continuous flush during the procedure may have contributed to the resistance issue. However, the cause of resistance could not be determined. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received reporting the cause of the pipeline detachment was unknown.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information received reported no intervention since the detached pusher wire reached very distally. The anatomical location of the pushwire was the distal segment of mca.